Event description:
A (B)(6) old, female, admitted for elective surgery for invasive carcinoma of right colon (proximal). Open right hemicolectomy and cholecystectomy done (B)(6) 2010. She developed increased shortness of breath, lethargy, confusion hypotension (80s) and decreased urine output event with diuretics. CT done on (B)(6). Ten = minimal intra-abdominal fluid small pockets of free air which was interpreted as post operative in nature. On (B)(6) 2010, she returned to operating room for exploratory surgery, per op dx=leakage at anastomosis and post op dx=leakage at staple line. Operative report documents that in the middle of the staple line was a small opening where there was evidence of leakage. Two staples were sticking out. She returned to ICU post operatively and continued to deteriorate. She was transferred to another acute hospital on (B)(6) 2010 and info revealed on (B)(6) by the surgeon was that she had expired 8-10 days after transfer. At this time, he also stated that the anastomosis leak was due to staple line failure. He further stated that he had a discussion with the rep of the company who manufactures the stapler and he informed him that he had a failure of the staple line. The rep then instructed the operating room inventory specialist that they would be swapping out all devices in that lot and he proceeded to remove them. The inventory specialist felt that the operating room nurse manager was aware. This was not the case. The rep removed the device from the hospital and all devices from the same lot. Risk mgmt was not notified until after the surgical dept meeting when this occurrence was discussed.